Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have damaged conductor wire insulation at the grip hub. The insulation protruded into the grip hub assembly, making it difficult to open and close properly. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Furthermore, the instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument tore peritoneum tissue that was stuck in the wires around the wrist area of the instrument. At the time the event occurred, the surgeon was performing dissection. Minimal bleeding occurred from the torn peritoneum tissue. No additional tissue was excised to release the peritoneum tissue. The surgeon used a backup force bipolar instrument to continue with the case. The surgeon utilized an additional suture to close the peritoneum over the mesh at the end of the case. No photos or videos are available for review. The procedure was completed robotically with a less than 15 minute surgical delay.